Event description:
During neurological inspection at the end of the carotid stenting procedure, paralysis of right upper limb was observed. The paralysis was improved in 5 minutes, and completely disappeared in 1 hour. There was no difficulty or abnormality noticed during the procedure. The physician commented that the cause of the event (paralysis) was debris that flowed to distal vessel and caused a tia (transient ischemic attack). The pt was a male who had history of tia. The target lesion was carotid artery (no further detail is provided). There is no info regarding the target characteristics. There was no difficulty positioning the angioguard device in the vessel beyond the lesion. There was good wall apposition with the wall of the vessel and the angioguard. The diameter of the vessel beyond the lesion is unknown. There was no difficulty placing the precise stent in the lesion. The lesion was successfully treated. It is unknown if there was any debris found in the filter basket when the angioguard device was removed from the pt. No treatment was given for the tia, as it resolved naturally. The pt has recovered and is in stable condition.

Manufacturer narrative:
The product is not available for eval and testing. Additional info to be submitted 30 days upon receipt.